Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported unknown side deflation. The device has been explanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22may2024. Additional, changed, and/or corrected data: b5; d6b;

Event description:
Healthcare professional reported, unknown side deflation. The device remains implanted.